Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe. A cartridge change was performed and resistance was encountered when filling the cartridge. The cartridge was successfully filled after performing a needle tip change. Blood glucose level was 162 mg/dl.